Event description:
It was reported that during a lap sleeve gastrectomy procedure, about half way through the procedure, the jaw that moves broke off of the instrument. It was retrieved immediately from the patient. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.